Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported that their ins recharger (insr) had been taking a long time to charge for the past four months. It used to take 15 minutes, but now it takes 2 hours. The desktop charger (dtc) looked and felt solid. A replacement insr was sent. No medical symptoms were reported. No further complications are anticipated. Additional information was received from the patient reporting that when they received the replacement recharger, recharging took 20 minutes, but now was taking longer than an hour and a half. The patient was informed by the manufacturer that charging time depended on the number of coupling boxes and where the level of the battery was. No further patient complications have been reported as a result of this event. Additional information was received from the consumer indicating that they kept trying to take the recharger to charge but nothing worked. They called medtronic as a step to resolve the recharger taking longer to recharge and it was reported that the replacement device did not really resolve the issue.